Manufacturer narrative:
Received one b33983 smallbore bifuse ex set connected to a microclave for evaluation. As received, no visual damage or abnormalities were observed. The sample was leak tested per specification and a leak between the shunt and tapered connection of the bifurcated connector was observed. The bond where the leak was observed was separated and while the solvent application appeared even, the probable cause of the incomplete insertion was attributed to insufficient solvent coverage. The complaint of leakage can be confirmed. The probable cause is due to insufficient solvent coverage during the assembly process of manufacturing. Corrected information can be found in b2 - death date null. Updated information can be found in h6 component code. D9 - date returned to mfg: 11dec2024.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event involved a 5.5" (14 cm) appx 0.57 ml, smallbore bifuse ext set w/remv check valve, 2 clamps (white, red), luer lock where the customer reported that the device was leaking from the red clamp line. There was patient involvement, no adverse event and possible delay in therapy due to having to replace line/extensions.